Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported prior to device implant, the implantable cardiac monitor (icm) exhibited communications issue and was unable to communicate with the programmer. Also, it was unable to pair with the mdx and was suspected due to mtx issue. Device was not implanted. Patient was stable.

Event description:
New information received notes patient was implanted a different device that day. Patient was stable.